Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of their blood glucose levels fluctuating. The customer wanted to troubleshoot to assure it was not the insulin pump that was malfunctioning. The customer's blood glucose level was 380mg/dl. The customer's current blood glucose level was 217mg/dl. The customer also states receiving a no delivery alarm. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The customer is returning the set and reservoir for analysis.